Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the sensing and therapy electrodes. Patient advised the blisters are open with puss and fluid. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to use hydrocortisone cream and call her primary care physician. Follow up indicated that the cream is helping with the skin irritation.